Manufacturer narrative:
Film analysis: the reported loss of seal with migration of the talent stent graft was confirmed on the films provided; however the cause of the events could not be confirmed. Lack of pre-implant CT¿s or of post-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy or of disease progression in the patient. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the reported endoleak difficult. The reported distal iliac seal zone issues were also unable to be assessed on the video provided. Although severe angulation of the right iliac limb was confirmed, it was unclear if kinking of the stent graft was present. It is possible that bifurcate undersizing with the use of 26mm stent graft in a proximal neck of 31mm diameter may have contributed to the loss of seal/migration event. It is also likely that disease progression with aortic neck dilation over 11 years may have been a factor in the observed event. Analysis of the returned angiograms videos did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 10.5 years later that the patient presented emergently with abdominal pain and a CT showed complete loss of seal of the stent graft with large type ia endoleak and severe kinking at the flow divider. It was reported that the left limb had seal although the iliac artery had dilated distally  the right limb was barely sealed proximally and had no seal throughout the majority of the limb . The aneurysm measured 60x76mm. A secondary procedure was carried out on the same date and the talent stent graft system was relined with an endurant ii stent graft system as treatment. Heli-fx endoanchors were also implanted and there was complete seal achieved in the aortic neck and it measured 31-36mm within 5mm. As per the physician, the cause of the event was due to progressive neck dilation. The patient had a 26mm stent graft in a proximal neck diameter of 31mm. No additional clinical sequelae were reported and the patient is fine.